Event description:
It was stated that the insulin pump had a blank display after it was dropped in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.